Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) use in restenosis. The stent remains in the patient. There was no reported product deficiency. The reported ischemia and re-stenosis are listed in the product instructions for use (IFU) as known adverse events associated with coronary stenting. Since it was reported that the stent was implanted in a re-stenosed lesion, it should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. It is unknown if use in a restenosis contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2010 the patient underwent stenting in the pre-dilated, restenosed, mildly calcified proximal left circumflex (plcx) artery with one xience v stent. During the patients 240-day follow-up visit on (B)(6) 2011, the patient underwent a protocol required angiography and was found to have 89% in-stent restenosis in the plcx with ischemic symptoms. The patient underwent percutaneous coronary revascularization in the index lesion with a non-abbott stent. The symptoms resolved and there was no adverse patient sequela. The patient was discharged on (B)(6) 2011. There was no additional information provided.